Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure customer observed scratches in the gray cover of the tip of the monopolar curved scissors (mcs) instrument. The orange material was visible at the scratches. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found that the instrument exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 3.30 mm x 0.55 mm. There was not any material missing. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter to request additional information, but no further details were available.